Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment included cefazoline (1g, 2 times per day, intraperitoneally (ip)) and gentamycin (40mg, 2 times per day, ip) for peritonitis. The cause of peritonitis was not reported. The treatment and the pd therapy were ongoing. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). Date of birth: the patient was born in 1981. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow-up it was reported that the patient had recovered from the peritonitis fifteen days after being hospitalized. Treatment with cefazolin and gentamycin was discontinued and the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.